Manufacturer narrative:
Concomitant products: product ID: 3587a, lot# lb5571, implanted: (B)(6) 2003, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3587a, lot# lb5571, implanted: (B)(6) 2003, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a poor communication screen seen on the patient programmer (pp). There was poor communication with the pp and recharger since (B)(6) 2015 the patient was not able to communicate with the implantable neurostimulator recharger (insr). The patient never felt stimulation because of the lead placement. It was noted that the patient was implanted for facial pain and because of the lead wire positioning he typically did not feel stimulation with therapy. The last successful charge session was 1 month ago. The patient typically knew he needed to charge when he felt his pain come back. Now he was feeling a return of pain in the face. The event occurred on the day of the report, (B)(6) 2015. The patient was going to follow-up with his healthcare provider (hcp) for a restart. It was noted that the patient had issues with this recent implantable neurostimulator (ins) and recharging on two other occasions. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.